Event description:
It was reported that the mesher was not meshing the entire graft and was leaving unmeshed area in the center of the graft. No injury or adverse consequences were reported as a result of this incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that comb was slightly damaged on one end. The device was repaired and re-calibrated according to procedure and returned to the customer.